Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high/low blood glucose level and sensor issues. Blood glucose level was 270 mg/dl for the high event which was treated with bolus. Blood glucose was 48 mg/dl for the low event and treated with apple juice. Customer had been in the 200-275 mg/dl range since then. Customer also stated that they were getting lost sensor and cannot find sensor alert. Customer also reported they had a sensor with bent filament. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high/low blood glucose event. Customer declined to troubleshoot for high/low reading and sensor issues. The insulin pump will not be returned for analysis.